Event description:
Allegedly , patient revised due to broken neck. Additional information received on (B)(6) 2019 from wright medical legal: the alleged complaint is mom complication from metal debris.

Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient revised due to broken neck.